Manufacturer narrative:
Philips service replaced the silicone washer. Further follow-up was needed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that x-ray was unavailable due to tube arcing and grid defect on a azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.